Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submit image confirmed the reported superficial driveline damage. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log file confirmed slight elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. It was reported that the patient had separation at the distal end bend relief of the driveline and required a clam shell repair. An abbott representative performed the on-site repair on (B)(6) 2024. The submitted log file contained events from 10jun2024 through 14aug2024. Elevations in pump power and flow were observed on (B)(6) 2024, and intermittently from on (B)(6) 2024. No other notable alarms or events were captured, and the pump appeared to function as intended at the fixed speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. The patient handbook instructs the user to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 6 of the IFU, ¿patient care and management¿, and section 8, ¿equipment storage and care¿, provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The IFU also provides an explanation of all pump parameters, including pump power, flow, and pulsatility index (pi). This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Furthermore, the IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had separation at the distal end bend relief of the driveline and required a clamshell repair. Log file review noted a few unsustained power and flow elevations with pulsatility index (pi) events. The repair was completed without issue on (B)(6) 2024.